Manufacturer narrative:
There are no prior complaints or incidents on file for this patient and no indication of any system or component failure or malfunction. There are no lab cultures shared with the firm to confirm presence or type of infection. The timeframe between implant and explant suggests that any presence of infection is unlikely to be related to the nalu device.

Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2023 to treat knee pain. The implantable pulse generator (ipg) was placed in the medial thigh with the implanted leads targeting the superior genicular nerve. Activation of the system was successful. On 07/23/2024 the firm was notified that the patient was having the nalu system removed due to infection and at the recommendation of an orthopedic physician. Full system explant was performed on (B)(6) 2024.